Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported they were not wearing sensor and transmitter at the time of contact. Advised patient to insert a sensor then insert the transmitter. The issue was resolved; transmitter paired. No additional patient or event information is available.